Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) did not flow during a patient infusion. The device had been filled with 3500mg 5-fluorouracil, 280mg sodium levofolinate in a physiologic solution (soln) and was connected to the patient via a peripherally inserted central catheter (PICC). As a result, the device was replaced and the infusion was delivered to the patient with a new device and the same PICC line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: d4; follow up information received the actual lot# is 20d003. H4: the device was manufactured from (B)(6) 2020 - (B)(6) 2020. H10: the actual device was received for evaluation containing 95 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.